Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultra2 meter read inaccurately high compared to a laboratory result. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue with the meter started on (B)(6) 2015, when he reported that he obtained an alleged inaccurately high blood glucose result on the subject meter of ¿268 mg/dl¿ compared to a laboratory result of ¿186 mg/dl¿, performed less than 10 minutes apart. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management regimen after obtaining the alleged inaccurate result. He reported that ¿4 hours¿ after the start of the alleged issue, he developed symptoms of ¿body sweat, itching on toes and feet, feeling like [he] is going to pass out¿. He reported that at 11:00 am on (B)(6) 2015, he self-treated his symptoms with glucose tablets/glucose gel. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. The cca also noted that the patient had used correct test strips, these had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurately high blood glucose reading on the subject meter, continued with his usual diabetes management routine, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. Retain testing was completed.the retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.